Manufacturer narrative:
The incident device is currently being evaluated. Upon completion of evaluation, a follow-up report will be submitted.

Event description:
"Would not sustain pneumoperitoneum."